Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. Analysis of the system log files identified a malfunctioning of the flexvision pc error, and the troubleshooting indicated that there was an issue with the power supply. The flexvision pc and dcps (direct current power supply) were replaced and the flexvision pc returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc and identified an issue with the hdd bay and loose sata cable. Following the replacement of the flexvision pc and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that flexvision would not boot up and it would get stuck when the counter reached 00:00. Device was not in use at the time of the reported event. No harm was reported. A philips remote service engineer (rse) identified an issue with the flexvision pc and the part was sent to be replaced. An inhouse trained engineer performed the replacing of the faulty part and now the system is returned to use in good working order.